Manufacturer narrative:
The device was received by (B)(4).  The device was evaluated and the reported condition could not be confirmed; no problems were found with the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "will not run/will not rotate". The device was not being used during surgery. The occurrence date is unknown. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.